Manufacturer narrative:
On 12-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the main incubator assembly and checked alignments for cup pickup to the incubator. Fse then ran quality controls (qc) and all passed within acceptable range. The aia-2000 instrument is functioning as intended and the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-jan-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states message 4163 is x-axis cup transfer z-axis home overrun. This error is generated when the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged mechanical failure (mf flag) and new measurements will be suspended. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to defective incubator assembly.

Event description:
On (B)(6) 2018, a customer reported getting error 4163 x-axis cup trans z-axis home overrun on the aia-2000 instrument. Customer is unable to run luteinizing hormone (lh ii), estradiol (e2), follicle stimulating hormone (fsh), and prolactin (prl) on patient samples. On 12-feb-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, fsh, lh ii, and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.